Event description:
Initial reporter indicated that after running a systems test the handheld would change pt's settings. The handheld had 7.1 programming software. The handheld and software are at the MFR pending analysis completion.

Manufacturer narrative:
Reported pt settings changed after performing a systems test. Device malfunction suspected, but did not cause or contribute to a death or serious injury.